Manufacturer narrative:
The date of event is unknown. Additional information will be provided if available.The device was returned to Olympus for inspection.A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for evaluation related to a separate issue. During testing the repair center technician found foreign material distal end biopsy channel, cause not identified. There was no patient involvement.